Manufacturer narrative:
The lens was returned loose in the injector box. The lens was dry and had clear surgical residue/debris on product. Visual inspection found no visible damage to lens with foreign material on lens surface (clear residue and debris). The delivery system was returned in device tray (lens was separated from injector). Visual inspection found the plunger bent, injector body/nosecone damaged, and foreign material on/in device (dry, clear residue). No similar complaints were reported for units within the same lot. (B)(4).

Manufacturer narrative:
(B)(4). Device not returned.

Event description:
The reporter indicated that the surgeon used a ks-3ai 20.0 diopter preloaded injector. The reporter indicated that the cartridge split, causing the lens to tear. The lens was not implanted. There was no report of any apparent injury.